Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 and (B)(6) 2008: the patient underwent surgery for implant of a bard/davol perfix plug (device#1 and device #2). Ni/ni/ni :the patient underwent additional surgical intervention. Attorney alleges patient experienced emotional distress due to the defective device.